Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had a display erratic while in use on a pt. The pt was removed and placed on another ventilator. No pt harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) lcd panel. The unit passed extended self-testing.